Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse confirmed low vacuum alarms in the service logs. To fix the issue, the fse replace the purge assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low volume/low vacuum error. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The removed purge assembly was returned to failure analysis and testing(fat) for evaluation. The failure analysis and testing technician installed the purge assembly into the cs300 test fixture and tested the purge assembly as per the cs300 service manual. The fat dept. Could not verify the failure of the purge assembly. (Low vacuum alarms). Retaining the purge assembly in the fat dept. Per procedure.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a low volume/low vacuum error.